Manufacturer narrative:
The blood pump pu valves; 10 ml in/out; ø 6 mm, s/n (B)(6) was placed on the patient on (B)(6) 2026, the same day as the event. The patient is being supported with an excor ikus driving unit. We have reviewed the production records of the excor blood pump. This pump was produced according to our specifications.

Event description:
The site contacted berlin heart clinical affairs (ca) on (B)(6) 2026 to report that a patient underwent an excor blood pump exchange due to clot formation on the posterior aspect of the outflow on (B)(6) 2026. Following completion of the pump exchange and dressing change, the patient became acutely unresponsive, with signs of poor perfusion and minimal respiratory effort. The patient was noted to be acidotic with a lactate of 13 and was subsequently intubated for respiratory failure. Head CT and head ultrasound were performed on the same day of the event. The CT result showed new hypoattenuation of the left caudate head/basal ganglia likely representing interval infarction. No evidence of intracranial hemorrhage. No significant mass effect. The head ultrasound demonstrated increased echogenicity in the left caudate head, concerning for possible ischemia. An additional head CT showed increased echogenicity in the left caudate head, concerning for possible ischemia. The excor blood pump pu valves; 10 ml in/out; ø 6 mm, s/n (B)(6) functioned as intended with complete fill and ejection. Fibrin was noted at the outflow valve of the pump.